Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: vessel locator wings prematurely collapsed. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after splitting the sheath and prior to clip deployment, the vessel locator wings prematurely collapsed and vessel access was lost. The device was removed and hemostasis was achieved using manual compression. There were no reported adverse patient effects. No additional information was provided.